Event description:
It was reported that a patient enrolled in the (B)(4), underwent a total knee arthroplasty on (B)(6) 2008. A subsequent revision was performed on (B)(6) 2011 due to post operative stiffness. The bearing was removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.